Event description:
It was reported that during procedure, the fiber ruptured in the middle section when the laser foot pedal was pressed. The procedure was completed with another of the same device. There was no report of patient complications.